Manufacturer narrative:
The customer's meter and two vials of strips were received for investigation. The materials were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 3.0 inr and 3.8 inr, donor hct: 36% and 49%. Testing results: vial: 1. Donor 1: master lot / customer strip and meter, 3.0 inr / 2.9 inr. Donor 2: master lot / customer strip and meter 3.8 inr/ 3.6 inr. Vial: 2 donor 1: master lot / customer strip and meter 3.0 inr/ 3.0 inr. Donor 2: master lot / customer strip and meter 3.8 inr/ 3.6 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification. None of the given treatments/medications are currently known to interfere with the accuracy of the test results.

Manufacturer narrative:
(B)(4).

Event description:
The pharmacist stated a customer received a questionable high result from coaguchek xs serial number (B)(4). The result from the meter at 1:04 pm was 6.9 inr. The customer reported this result to the doctor. The result from a sample drawn minutes later and tested in a laboratory using dade innovin reagent at 1:53 pm was 4.1 inr. This result was believed to be correct. There was no allegation of an adverse event. The customer was anemic and their most recent hematocrit was 27.4%. The caller was informed about the limitations for using the product with a low hematocrit. The customer takes no heparin, no direct thrombin inhibitors, and has no known antiphospholipid antibodies or lupus. The customer had no new medications, diet changes, or illnesses and had no bleeding/bruising. The therapeutic range was 2.0 to 3.0 inr. The suspect meter and strips were requested to be returned for further investigation. Relevant retention test strips (lot 176193) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.